Manufacturer narrative:
Correction report needed for b5 and h6 for no sensing or capture issue noted on ra lead.

Event description:
It was reported that the patient presented in clinic due to syncope and arrhythmia. Device interrogation revealed far p oversensing, inappropriate shock and dislodgement due to twiddlers son the right ventricular (rv) lead. It was aslo noted failure to sense and capture and dislodgement due to twiddlers that the atrial (ra) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.

Event description:
It was reported that the patient presented in clinic due to syncope and arrhythmia. Device interrogation revealed far p oversensing, inappropriate shock and dislodgement due to twiddlers son the right ventricular (rv) lead. It was also noted failure to sense and capture and dislodgement due to twiddlers that the atrial (ra) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.

Manufacturer narrative:
Correction: to missing selection of b1 and b2.